Manufacturer narrative:
Additional information was received that the issue was due to user error as battery was last charged on (B)(6) 2016.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: no report of patient involvement. Block e1: the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718. H3 other text: device evaluation anticipated, but not yet begun.

Event description:
It was reported that there was a battery failure that could cause loss of mechanical ventilation. There was no patient involvement.